Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. The retained sample was examined. Components were present, assembled properly and consistent with product specification requirements. There was no evidence of any manufacturing defect. Components used were approved for use. The batch record review found no objective evidence of discrepancies related to the complaint issue.

Event description:
It was reported by an orthopedic surgeon that the patient had an allergic reaction. The patient had a total knee replacement on (B)(6). A surgical dressing was applied and a woolen crepe bandage was wrapped around the knee for pressure. The dressing had been stored in the operating room and was warmed prior to application. Iodine was used as a skin prep and the wound was closed using clips. Physiotherapy started 1 day post operative. There was minimal ooze to the dressing and a wound drain was placed insitu; there was minimal drainage to this too. An anti coagulant was administered. 2 days post operative the pressure bandage was taken down and the doctor removed the surgical dressing as there was swelling, redness and bruising around the wound site. He replaced the dressing. Patient outcome was reported that on the third day post operative the swelling and redness had greatly reduced. The patients discharge was not delayed.